Event description:
The customer reported that there was a communication failure error message. There is no report of injury or death associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The 5 volt power supply was adjusted during the svc call. The sys was tested and found to be working as intended and put back into svc.